Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a red skin irritation under the ECG electrodes. There is no alleged device malfunction. The patient was in the hospital and was given nystatin cream to use on the skin irritation. Follow-up indicated that the skin irritation was improving.